Event description:
It was reported that the user experienced difficulty removing a connector from the ilet during a supply change, consistent with a failure to disconnect involving the connector/coupler, and the user received troubleshooting and education that enabled removal and completion of the change. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a mechanical problem related to the connector/coupler consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.